Event description:
The hosp reported an event of alleged repeated missed alarms for ventricular tachycardia (vtach). There was no death associated with this event; however, there is insufficient info at this time to determine if a serious injury occurred or whether medical intervention was required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hosp. The exact incident date is unk, but it is believed that the event occurred on or before (B)(6) 2011.